Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "right side exchange with no complaint against the device." Healthcare professional later reported "possible" right side rupture and capsular contracture, baker grade unknown." The device has been explanted. This is for the right side device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and rupture was received on january 17, 2025 with lot number 3527771. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: not observed. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "right side exchange with no complaint against the device." Healthcare professional later reported "possible" right side rupture and capsular contracture, baker grade unknown." The device has been explanted. This is for the right side device. The device has been explanted.